Event description:
It was reported that in (B)(6) 2011, the battery had a remaining longevity estimate of approximately eight months. The patient was not seen again until (B)(6) 2013 and the device did not have telemetry. The device remains implanted as the patient no longer needs ICD support and the physician does not want to undergo surgery due to infection concerns. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: 6948-65 lead implanted: 2006 (B)(6). (B)(4).